Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips were not fired straight, they crossed. The artery was torn. It was repaired with a clip and flow seal. A new device was used to continue with the procedure.

Manufacturer narrative:
(B)(4) (B)(4). Info anticipated, but unavailable at this time.